Event description:
It was reported by the customer in (B)(6) that during an arthroscopic laterjet stabilization surgery on (B)(6) 2021, it was observed that the suture bridge on the gryphon br w/ proknot device broke upon insertion without fragments generated. According to the report, the implant was implanted, and the suture pulled off the anchor. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l67393), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.